Event description:
It was reported that through remote transmission, the patient received multiple inappropriate atp therapies due to a supraventricular tachycardia rhythm. Programming changes were recommended. No further information is available at this time.